Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated a portion of the product remains in the patient and the remaining portion will not be returned for evaluation. Previous investigations determined that user technique is the likely cause for failure. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. Fmea #(B)(4) was reviewed, and the hazard/harm in the fmea is in line with the observed historical occurrence rate and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During drilling, the acetabulum the drill bit broke off and was left in the pt.